Event description:
(B)(6) 2015 additional information was received from a healthcare provider (hcp). There was no problem reported to the office. The intrathecal pump (itp) was within 12 months of needing replacement.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported by a healthcare provider (hcp) via a drug manufacture that the hcp decreased the patient's dose of lyrica (75mg capsules) to two a day. It was noted that the patient's pain was not controlled as well on this dose. It was felt that more lyrica would help the patient like it did before. It was noted that the "pain pump not doing the best." The type of medication being delivered via the device system was dilaudid (unknown concentration and lot number, dose = 94 mg/day) and bupivacaine (unknown concentration and lot number, dose = 7.106 mg/day). The indications for use include non-malignant pain; failed back surgery syndrome; and post lumbar laminectomy syndrome. The initial date of the issue; the specific details of the issue; the symptoms the patient experienced; the troubleshooting and diagnostics that had taken place; the actions/interventions that occurred; the patient outcome; and the issue resolution were not provided. Additional information has been requested but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.